Event description:
The manufacturer received information alleging ventilator service required alarm had occurred while performing the pre-delivery of a trilogy evo o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy evo o2was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that two error codes, oxygen blending module (obm) valve failure and oxygen flow stuck, were observed on the device's error log. The manufacturer's service technician further evaluated and determined the system printed circuit assembly (pca) had caused the ventilator service required alarm to occur on the device. In conclusion, the system pca was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the obm sub-assembly and obm harness were preventatively replaced for two additional error codes, oxygen pressure railed low and model number obm mismatch, were observed in the device's error and were unrelated to the reportable issue.